Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and noted no green charging led illuminated when connected to ac power. The fse proceed to inspect the power switch just above ac cord outlet and found it was switched to incorrect position. The fse reset the switch and confirmed that, the batteries charging with led illuminated. The fse then performed functional testing and safety checks. The unit passed all functional and safety tests per factory specifications and returned unit to customer and cleared for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit is not charging. There was no patient involvement.